Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned. The reported issues could not be tested due to the returned condition of the device. It was observed that the actuator coupler was broken. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported difficult to open the clip and clip jumpiness was a result of the trouble shooting performed when the clip did not open the first time. A definitive cause for the difficult to open the clip in this incident could not be determined. The identified broken actuator coupler resulting in the reported premature deployment is still under investigation, but is potentially related to manufacturing of the device. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Event description:
Subsequent to the previously filed report, the following information was provided: on (B)(6) 2019, a second mitraclip procedure was performed for treatment of the existing mitral regurgitation (mr). One clip was implanted, reducing the mr to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumping and premature clip deployment. It was reported that this was mitraclip procedure to treat a mixed mitral regurgitation (mr) with grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. An attempt was made to open the clip, but the clip did not open. Troubleshooting was performed. While turning the arm positioner in the open direction, the clip jumped open and detached from the cds. The clip was still attached to the lock and gripper lines. A snare was advanced and used to close the clip arms from 120 degrees to 40 degrees. The cds was retracted until the clip was almost at the steerable guide catheter (sgc) tip. The sgc and cds were then retracted to the right atrium. The devices were removed from the anatomy. The mr remained at 3-4 and the procedure was discontinued. No additional information was provided.